Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a confirmed blood glucose nadir of approximately 50 mg/dl and low glucose lasting an estimated 2¿3 hours despite carbohydrate treatment and temporary pump disconnection; the user questioned whether the correction algorithm or cgm target settings were too aggressive and asked about a sleep mode, and was advised on how to turn the pump off and to consult a healthcare provider and schedule additional training. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included product-use troubleshooting and user education via customer support. Investigation of this case revealed no device alarms beyond low/urgent low alerts and no evidence of device malfunction identified through troubleshooting. It was concluded that the event involved hypoglycemia with an unclear cause, and the user was advised to continue working with a healthcare provider and training resources. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.